Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to evaluate the unit. An intervention quote was sent to the customer with the parts potentially to be replaced: printer and pneumatic interface module. Awaiting acceptance of the quote. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. H3 other text: no repair information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a purge failure. There has been no patient involvement reported.

Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4, g2. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had a purge failure. There has been no patient involvement reported.